Event description:
It was reported that the insulin cartridge leaked during the fill tubing step of a supply change while using a contact detach infusion set, after which the user was guided through a full supply change and insulin delivery was resumed. Customer care provided support that included troubleshooting with user education. Investigation of this case revealed a reported leak of the cartridge during setup with successful resolution following reinstallation. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no need for medical intervention. It was concluded that the event was user-resolved with no adverse health effects and no device performance issue confirmed.